Event description:
Respiratory therapist was called by the nurse attending the patient about the failure of the philips respironics v60. The screen read "inoperable" with several asterisks filling the screen, and then the machine turned off. The philips respironics v60 was restarted, and it began operating normally. The portable electric ventilator replaced with a new v60.